Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery device the wired section became separated from the jaws. This was done during cautery portion of the harvest. No issues inserting. Dial was at 2.5. They opened another kit and finished the case. There was a 4-5 minute procedural delay to replace the device. No patient issues, excessive bleeding or any blood loss or damage done to the vein.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/24/2024. An investigation was conducted on 06/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. A microscopic inspection was conducted. The heater wire was observed to be flexed away from the tip of the hot jaw and detached from the tip of the jaw. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 3000374260 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.